Manufacturer narrative:
The investigation confirmed that a customer obtained a non-reproducible, discordant negative vitros op-lo result (294 ng/ml (negative) vs. An expected result > 300 ng/ml (positive)) for a positive cap proficiency sample run on the vitros 5, 1 fs chemistry. The investigation determined that the sample contained oxycodone at a target concentration of 2000 ng/ml. As per the vitros op instructions for use (IFU), at the 300 ng/ml cutoff, vitros op reagent has a 15% cross reactivity with oxycodone. In addition, the investigation determined that the op-lo calibration in use at the time of the event was negatively biased. The most likely cause of the event was a combination of a known limitation of the vitros op reagent related to low cross reactivity with oxycodone and the op-lo calibration in use at the time of the event. There was no evidence that an instrument related issue contributed to the event.

Event description:
A customer obtained a non-reproducible, discordant negative vitros op-lo result (294(negative) vs. An expected result > 300 ng/ml (positive)) for a positive cap proficiency sample run on the vitros 5, 1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report that patient sample were affected. There was no report of patient harm as a result of this event. (B)(4).